Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the male luer had a piece crack and break off of the tubing while attached to a patient. There was no report patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and broken male luer was confirmed. Visual inspection of the set noted a small, square-shaped piece of the male luer spin collar had completely broken off. Functional testing was not performed due to separation. The root cause of the failure was not determined. The cause of the crack is unknown.